Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer's "ns flushes" (normal saline flushes) they infuse after their intravenous (IV) medications are currently in a 5ml syringe (bd posiflush ref: 306545 - not compatible with alaris systems) . The clinicians used to use ("several years ago") a 10ml flush. Since the time the product switched, the alaris pumps allegedly have never recognized these "new" flushes as a 5ml flush. When the clinicians go to program the flush, the only option displayed is "bd plastipak 10 ml." As a result, the pump does not read the accurate volume of the flush. It was noted that the full volume in the syringe (5 ml), would be read by the pump as "3.64 ml." It was determined by their advanced education specialist that since 10 ml syringe was being selected on the device, the pump is reading incorrectly because the actual syringe was 5ml. There was patient involvement but no harm.

Event description:
It was reported that the customer's "ns flushes" (normal saline flushes) they infuse after their intravenous (IV) medications are currently in a 5ml syringe (bd posiflush ref: 306545 - not compatible with alaris systems) . The clinicians used to use ("several years ago") a 10ml flush. Since the time the product switched, the alaris pumps allegedly have never recognized these "new" flushes as a 5ml flush. When the clinicians go to program the flush, the only option displayed is "bd plastipak 10 ml." As a result, the pump does not read the accurate volume of the flush. It was noted that the full volume in the syringe (5 ml), would be read by the pump as "3.64 ml." It was determined by their advanced education specialist that since 10 ml syringe was being selected on the device, the pump is reading incorrectly because the actual syringe was 5ml. There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2022-165353 is a concomitant. Please refer to manufacturer report number 2016493-2022-165356, which captured the correct suspect device per investigation report.